Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) would not shuttle down. The user did not shuttle down completely because the sealant was stuck. Hemostasis was achieved by manual compression for eleven minutes. There was no reported patient injury. There was significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The advancer tube was engaged or visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip tm vascular closure device¿ was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock opened. The sealant sleeve was not returned for analysis; neither was the procedural sheath. The syringe was attached to the device¿s luer hub. The advancer tube was returned deployed. No other outstanding details were observed. Per functional analysis, a simulated shuttle advancement was performed as is indicated in the IFU; and the returned device performed as intended. The failure experience by the user could not be replicated. No resistance or friction condition was noticed. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to inability to fully shuttle down since the device was received fully deployed and without the procedural sheath/sealant sleeve. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (the user did not shuttle down completely because the sealant was stuck), which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside of the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) would not shuttle down. The user did not shuttle down completely because the sealant was stuck. Hemostasis was achieved by manual compression for eleven minutes. There was no reported patient injury. There was significant resistance when shuttling down. Unusual force was not applied when retracting the 6f non-cordis sheath. The advancer tube was engaged or visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.